Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lliolumber artery using ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted three coils into the target vessel. The physician then advanced a ruby coil into the target vessel using the lantern; however, the ruby coil would not fit. Therefore, the physician decided to remove the ruby coil. While retracting the ruby coil, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached coil was removed. The procedure was completed using seven non-penumbra coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly ddt was fractured. If the ruby coil is retracted against resistance, damage such as this may occur. This damage likely contributed to the embolization coil detaching from the pusher assembly. Based on the reported complaint, the root cause of the resistance could not be determined. Further evaluation revealed a kink on the pusher assembly and offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.